Manufacturer narrative:
A ge rep evaluated the system and replaced the battery pack. System operates as intended. (B) (4)

Event description:
The customer reported a filament regulator failure. No pt injury was reported.